Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin value for one patient sample. On (B)(6) 2012, the architect analyzer generated a troponin result of 5.57 ng/ml at 0445 and a result of 5.48 ng/ml at 1355. On (B)(6) 2012, the architect generated a troponin result of 6.02 ng/ml at 1650 and a result of 4.69 at 2230. The last sample was repeated on an I-stat analyzer and troponin results of 0.00 and 0.01 ng/ml were generated. On (B)(6) 2012, the architect generated a troponin result of 6.03 ng/ml at 0420 that repeated as 0.12 ng/ml on the I-stat. A 1:2 dilution of this sample generated a result of 8.43 ng/ml, and showed heterophile antibodies were not the cause of the elevated results. The patient was admitted and was catheterized. The patient's samples were sent to another facility and generated negative troponin results on a vitros analyzer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained lots, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated a false positive troponin value for one patient sample. The troubleshooting performed on the patient sample at the customer site was evaluated. This evaluation demonstrates that the sample contains heterophilic antibodies and is the cause of the discrepant results. Accuracy testing was completed using retained kits of troponin reagent lot 61931un12. Acceptance criteria was met. Tracking and trending identified no atypical complaint activity for troponin reagent lot 61931un12. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.